Event description:
(B)(4). Depression off and on, allergic to benadryl and morphine, device provided by insurer. Onset kidney stones -surgery to break it up, gallstones -surgery to remove gallbladder same surgery also removed device taking fallopian tubes per my request to get foreign object out. Heart palpitations -wore heart monitor. Stomach bloating, lost all estrogen after tubes were taken out, stomach pains for almost a year, then finally found device still punctured through uterus, no periods, no estrogen now another surgery to remove uterus. Thirty-three now horrible hormone imbalance.